Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 wherein and the leads were explanted and replaced restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number. It was reported the patient was unable to set ipg into MRI mode. Diagnostics indicated that the leads had multiple contacts with high impedance. Surgical intervention will be undertaken later to address the issue.

Manufacturer narrative:
B3-date of event is estimated.